Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation the device's remote alarm connector was broken. The device's interface board was replaced to address the issue. Additionally, the device's rear enclosure was found to be physically damaged. No components were replaced. The device was scrapped.